Event description:
Additional information was received on 22nov2019 stating that the consumers eye was "about the same" and that the consumer was still on eye drops. Additional information was received on 02dec2019 stating that the consumer's vision has not improved. The medical record was received on 05dec2019 containing the following additional information. It was reported that the consumer underwent a corneal culture with negative results. The consumer was reported to have had discomfort, and red eye along with the experience of the central corneal ulcer with a size of 0.75 mm by 0.75 mm. It was also reported that the ulcer came with an infiltrate with a central location measuring 1mm by 1mm in size. The consumer was reported to have had permanent scarring due to this experience. The consumer was then advised to cease contact lens wear and was prescribed with erythromycin 5mg/g ointment to be applied on the affected eye twice a day, fortified tobramycin every hour, vancomycin every hour, ciprofloxacin hydrochloride ointment four times a day on os, and prednisolone three times a day os. The consumer was advised to return for follow up on (B)(6) 2019. Upon assessment on (B)(6) 2019 the consumer was advised to discontinue use of ciprofloxacin hydrochloride, duration of use was not indicated.

Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. Manufacturing investigation through device history record review of lot 31398756 has been conducted. This lot has gone through all manufacturing process stages as required by the procedures. There was no nonconformity related to the nature of complaint occurred during the manufacturing process. All in-process inspection records and final product inspection record confirmed to be within specifications. This lot has gone through 100% wet visual cosmetic inspection. The cosmetic sampling inspection of qc primary packaging online inspection and qc final cosmetic inspection at post autoclave confirmed to meet the acceptance criteria. The historical complaint data and trend did not indicate any adverse trend. The retain samples showed to meet specifications, no leakage or package integrity defect found. The lot confirmed to meet all in-process and finished product specifications at the time of release. No root cause can be determined. The manufacturer internal reference number is: (B)(4).

Event description:
It was reported on (B)(6) 2019, that a consumer slept with the contact lens on for 11 days. It was reported that on (B)(6) 2019, the consumer woke up to find a small red mark on the left eye (os). The consumer also state that eye irritation and pain on the left eye was experienced prompting the consumer to seek medical care at an urgent care facility on (B)(6) 2019. At that time the health care provider at the urgent care facility indicated that the consumer had a corneal ulcer and eye infection. Consumer was prescribed erythromycin four times a day and was told to visit an optometrist. The consumer sought additional treatment at an optometrist office. The optometrist prescribed vancomycin, tobramycin, and ciprofloxacin hydrochloride. As per report, the symptoms are still continuing. Additional information was received on 07nov2019 stating that the consumer now has a permanent damage to the left eye located at the center of the vision, damage was not specified. It was reported that the consumer followed all direction regarding contact lens wear. It was also reported that the consumer continues with the use of medication and eye drops on the affected eye. The consumer¿s vision was reported to be blurry and double. It was reported that the consumer has difficulty driving at night due to the lights with her impaired vision. The consumer reported that the ecp advised a corneal transplant. Since being diagnosed, the consumer has experienced headaches, exhaustion, and inability to tolerate the sun and bright lights.